Manufacturer narrative:
Additional information was provided in h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The initial report indicated a visual issue and lens malfunction. Follow up information was received that the patient had an iop spike and needed a vitrectomy as a result of the cataract surgery. It was indicated the issue was not related to the iol. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision when reading. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was iol malfunction. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that patient with pain after surgery, iop 52. Need for vitrectomy from cataract surgery. No patient harm was reported.